Manufacturer narrative:
The product and particle were not returned for evaluation so unable to investigate further for root cause. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The reported device/particle was not returned for evaluation. A thorough review of the manufacturing records associated with this product has been performed and we have not identified any issues or discrepancies with these records. This investigation is ongoing.

Event description:
A user facility in france reported that three small metal wires came out of the ultrasonic handpiece.

Manufacturer narrative:
UDI related data quality updates only. The UDI is being corrected due to a typographical error in the UDI-di.